Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. No moisture damage on the motor, battery tube, vibrator or keypad assembly noted.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was not be returned for analysis.